Event description:
This case was reported by a consumer and described the occurrence of zinc poisoning in a female patient who received gsk denture adhesive (formulation unk) (super poligrip) for dentures. A physician or other health care professional has not verified this report. On an unk date, the patient started gsk denture adhesive (formulation unk)(dental). At an unk time after starting gsk denture adhesive (formulation unk), the patient experienced zinc poisoning, tingling of extremity, balance difficulty, drug maladministration and product complaint. The patient reported that she used super poligrip with zinc in it (from years ago) and her zinc levels were high and she had zinc poisoning. She stated that due to the after effects, she now experiences hands tingling and loss of balance. She reported that she used the product two times a day (drug maladministration) because it wouldn't hold. She stated that as soon as she would start to eat, her denture would become loose. This case was assessed as medically serious by gsk. Treatment with gsk denture adhesive (formulation unk) was discontinued. At the time of reporting, the tingling of extremity and balance difficulty were unresolved, and the zinc poisoning and drug maladministration were resolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The product and lot number for this product are not available. (B)(4).